Event description:
Indication: selective deficiency of immunoglobulin g [lgg] subclasses. Patient reported leaking sometimes during infusion and sometimes afterward. She is already using the longest needle size at 14mm, and does not want to increase the number of sites either. No adverse event reported; unknown if needles available for return; unknown if md aware. No further information provided. Pt also reports stomach/flank pain, coughing during and/or after infusion, phlegm build up, headaches, itching, bright red welts at infusion sites. These symptoms are irregular and no specific pattern of when she experiences them. Needles used to infuse cutaquig at above dose and frequency. Reported to (B)(6)/caremark by pt/caregiver.